Manufacturer narrative:
For the customer's instrument (serial ID (B)(4)), the stop discs and o-rings at the failing positions were replaced on processing module b. The material has been requested back for further investigation with the supplier. The droplets observed around the heating stations were cleaned by the local field service engineer. The issue has been solved with these service actions and the instrument is running without issues with passing tightness check results and with no evidence of leakage. Corrective and preventive actions will be implemented as appropriate. (B)(4).

Event description:
A (B)(4) field service engineer (fse) performed a tightness check on a customer's cobas 8800 system (serial ID (B)(4)), which failed for processing module b. The fse replaced the stop discs and o-rings at the failing positions, then re-performed the tightness check, which passed. Additionally, images on the processing module decks were provided and showed evidence of leakage/droplets on the front heating station. No harm or injury was alleged within the case.